Manufacturer narrative:
In 2007. This event concerns a device that was manufactured and used outside the united states. Premature end of life was reported. Because no follow up date were provided and because the explanted unit is not available for analysis, no final conclusion can be drawn. However, this device was listed in group 1 in the advisory notification related to metal migration on symphony/rhapsody, issued in 10/05. Therefore, it is highly probable that this pacemaker exhibited premature battery depletion due to metal migration.

Event description:
After 40 months of implantation, the device involved in this MDR report was explanted because premature end of life was observed.